Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the footswitch reflux did not work. Additional information has been requested.

Manufacturer narrative:
The system and the footswitch were both examined and the reported event was replicated. The footswitch reflux button was found to not be working. The system was tested and found to meet product specifications the footswitch was replaced to resolve the issue. The system was manufactured on july 14, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The footswitch was confirmed to be nonconforming. However, how or when the sample became nonconforming could not be determined, as no sample was received. (B)(4).